Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, wear abrasion, deformation and cloudy color. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relationship with manufacturing. No were observed openings on the device or issues related with the complaint (rupture).